Event description:
Medtronic received a report that when it passed through phenom 27, the pipeline felt stiffer than usual and was poorly deployed (resistance was felt). There was catheter resistance in the proximal side of the shaft.  It was believed that there was breakage in the lumen of phenom27, and it was removed. The tip wire was broken when it was taken out of the body. The proximal side of the shaft was damaged. Stent breakage was also observed (fraying of the distal end), so it was removed. The pipeline was used for an approved indication. The pipeline was prepared as indicated in the package insert. The catheter was flushed with heparin-added saline during the procedure. The pipeline was not stuck. Although it is not known in terms of appearance, the second pipeline was also resistant, so it is predicted that there will be breakage to the lumen. The delivery pusher was not damaged. The patient was undergoing surgery for treatment of an ophthalmic aneurysm with a max diameter of 9.7mm and a 4.3mm neck diameter.

Manufacturer narrative:
The initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4) equipment used: video inspection system (m-78210), ruler 200cm (m-83361), drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pusher was returned outside the phenome27 catheter. Damage location details: no break or separation was found with pushwire. No bent or kink was fund with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of pipeline flex shield braid were found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. No break/ separation was found with phenom 27 catheter. The phenom 27 catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. The pipeline flex shield braid was pushed out from catheter. Conclusion: based on the analysis findings, the customer¿s complaint could not be confirmed to have. No defect was found with the returned pipeline flex shield pusher and phenom 27 catheter that would have contributed to the event. No break/ separation was found. No resistance was observed during testing. (Nikkhs2 2023-10-09). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.